Manufacturer narrative:
A philips remote service engineer (rse) made several attempts to contact the customer for support via telephone and email; there was no response from the customer. Based on the information available, the cause of the reported problem was unknown. The reported problem was not able to be confirmed. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue mx500 patient monitor indicating that there was a speaker malfunction. It was unknown if the speaker was able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.